Event description:
It was reported that during an unspecified stenting procedure, resistance was encountered and sheath damage occurred. The lesion was located in an unspecified bile duct. An unspecified guide wire was placed and the flexima biliary stent 8.5fr/7cm stent delivery system (sds) was advanced to the lesion. Upon attempting to deploy the stent, resistance was encountered and the inner sheath stretched. The stent was able to be implanted. No pt injuries or complications were reported. The pt's status is reported as "good".